Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot# combination was conducted with no findings. One expired 8fr angio-seal vip device was returned for product evaluation. All accessory components were returned within the opened header bag. Visual inspection revealed that there were no anomalies noted with the carrier tube assembly, guidewire and locator. The hemostasis sheath was fractured and returned in the broken pieces. The remaining portion of the sheath was examined, and it shattered upon application of the minor force. No other visual anomalies were noted. It was noticed that the shelf life of the returned device was expired upon receipt. The device was within the expiry when it was opened at the facility. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Event description:
The user facility reported that the angio-seal sheath crumbed in pieces. Additional information was received on 14nov2019. The device was stored in the equipment closet at normal temperatures. The procedure was due to a stroke. The patient was stable and the procedure was completed using manual pressure.